Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device had only 6 months of use and now estimated one year of remaining longevity. The device remains in use. It was also reported that the right atrial (ra) lead exhibited increased threshold and no capture. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.